Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she kept attempting to prime the infusion set but the insulin pump alarmed no delivery. She changed the infusion set and reservoir three times the night before. The customer changed the insulin pump's battery but she received a failed battery test alarm. Customer's blood glucose level was 500 mg/dl. The customer corrected her high blood glucose level with manual injections. The customer was on a backup plan. The insulin pump alarmed failed battery test after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.